Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the display was solid white. The troubleshooting was completed. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self-test, displacement test or verify missing segments due to blank display.